Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that after experiencing a ¿self-filling error¿ when using a cardiosave intra-aortic balloon pump (iabp) (reported under mfg report# 2249723-2019-01148), the customer decided to swap the console out for a cs300 iabp; however, the same result occurred. Finally, a new sensation intra-aortic balloon (iab) catheter was opened and implanted but was reportedly not possible to ¿push back¿. The customer guarantees following the instructions for the use of the iabp consoles and the balloons. A patient death was later reported. The facility is not attributing the patient¿s death to the iabp. The reports for the iabs involved with this event have been submitted under mfg report number# 2248146-2019-00608 and mfg report# 2248146-2019-00609.

Manufacturer narrative:
It was reported that later use of the iabp consoles with simulators and demo balloons, the reported problem could not be duplicated. No problems, errors or alarms were found during simulation. The full name of the event site is hospital (B)(6). The full patient identifier was reported as (B)(6).

Event description:
It was reported that after experiencing a ¿self-filling error¿ when using a cardiosave intra-aortic balloon pump (iabp) (reported under mfg report# 2249723-2019-01148), the customer decided to swap the console out for a cs300 iabp; however, the same result occurred. Finally, a new sensation intra-aortic balloon (iab) catheter was opened and implanted but was reportedly not possible to ¿push back¿. The customer guarantees following the instructions for the use of the iabp consoles and the balloons. A patient death was later reported. The facility is not attributing the patient¿s death to the iabp. The reports for the iabs involved with this event have been submitted under mfg report number# 2248146-2019-00608 and mfg report# 2248146-2019-00609.